Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarm during bolus. Customer's blood glucose was 406 mg/dl. Customer was not able to troubleshooting for no delivery alarm. Insulin pump would be replaced.